Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 07, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was set to the incorrect calibration code number. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2016 at 8:00am. The patient informed the csr that they manage their diabetes with oral medication, diet and exercise and claimed they took action of consuming less food and drink in response to the alleged issue. The patient stated that within an hour after becoming aware of the calcode being incorrect they developed symptoms of "dizziness, shakiness and felt hungry". The patient denied receiving medical treatment. At the time of troubleshooting, the csr assisted the patient with changing the code number on the subject meter. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.